Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event and the treatment were unknown. It was not reported if the patient was hospitalized for the event. At the time of this report pd therapy was discontinued. At the time of this report, the patient was not recovered from the event. No additional information is available.